Manufacturer narrative:
(B)(4).

Event description:
Foriegn distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.